Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: part no: 387.343, lot no: 9105590: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 24november2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the wing nut was missing. The repair technician reported missing parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary ¿ two synframe angled rod holders (part# 387.343, lot# 9105590) were returned for missing the wing nut. The returned parts were missing the threaded adjustment lever. The component may have been disassembled for cleaning and lost in the process. Replication of the complaint condition is not applicable. This complaint is deemed confirmed. The synframe angled rod holders are components of the synframe system designed to allow for less invasive spine surgery by eliminating hand held retractors and allowing direct visualization. The holders are inserted into the insulated table clamp and then used to secure an angled rod. Product drawings were reviewed during the investigation. Both angled rod holders were returned missing the adjustment lever used to secure the angled rods. It is likely that the lever was removed for sterilization and was lost. No adhesive/loctite is used on the part, as functionally it must be able to be advanced into the slot to retain an angled rod. The design is suitable for its intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Additional product code: fqp. Date returned to manufacturer. Additional 510 #k993314. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that for the synframe angled rod holder, the wing nut is missing where it tightens the 90 degree bar, no negative impact to patient, no delay in surgery. The issue occurred during an anterior lumbar interbody fusion. There are two devices involved., and they are both synframe angled rod holders with the same issue. There was a twenty (20) minute delay. The surgery was successful. This report is 1 of 2 for (B)(4).